Event description:
It was reported that the programmer lost power suddenly. Different outlets and power cords were tried but the situation did not resolve. It was noted that there was no boot up, just the "electrical" click after the power switch was toggled, no fan noise and no change in the screen, it remained dark. It sounded like it wanted to start, but it didn't. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the programmer was analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.